Event description:
Caller reported experiencing multiple occlusion events resulting in alarm 2 followed by alarm 26. Despite these events, there was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.